Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had high blood glucose but not hospitalized. Customer's blood glucose at time of incident was 415 mg/dl. The customer was using humalog pen while he was off the pump. The customer reported via phone call indicating that the insulin pump alarm battery out limit. Customer's blood glucose at time of incident was 415 mg/dl. Customer stated that pump alarm after battery change. The customer was assisted in clearing the alarm. Customer was advised that is normal pump behavior and asked to monitor pump.